Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three hours into treatment with a polyflux 210h set, an external leak was observed. The amount of fluid leakage was ¿about 200 mls¿. It was reported the set was replaced to continue treatment and ¿the patient had spasm but was in ¿good condition afterward¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, three photographs of the sample were provided for evaluation. Visual inspection of the provided pictures showed that there was an unspecified discrepancy at the welding seam. As the actual device was not returned, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.